Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient lives in assisted living and a caregiver charged up the patient¿s ins on the night of (B)(6) 2018. It was reported that the implanted had already depleted down to a dangerous level by the morning of (B)(6) 2018 and it was noted that this had never happened before. The caller was not with the patient and was unaware of any changes in usage or settings. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.